Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and the inability to remove the lock line/mechanical jam appears to be the result of the reported knot (material deformation); however, a cause for how the knot formed could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. Na.

Event description:
This is filed to report a knot in the lock line and unable to remove the lock line from the device. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4+. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed. During deployment of the clip, when half of the lock line was already removed, the lock line was blocked and was impossible to proceed with removal of the lock line. It was decided to continue with the procedure with the final steps of deployment and the clip was deployed. After the cds was removed, the lock line appeared to be blocked at the level of the cds tip due to a knot of the lock line at about 1 cm from the end of the line. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.